Event description:
The customer reported that their wash syringe from number 2 sample probe was leaking. No erroneous patient results were generated. The leak was contained within the instrument. The leaking fluid was di water. In addition, the customer was wearing lab coat and gloves at the time of the event.

Manufacturer narrative:
The syringe was replaced by the customer and the event stopped. A leak in the wash syringe limits the performance of the internal wash of the sample probe. This can potentially cause the probe to not be properly washed/flushed which results in a potential for cross over. This crossover can potentially affect patient results. The manufacturer's reference # for this event is (B)(4). Customer replaced the syringe.